Event description:
Defective balloon that would not inflate on neonatal trach. Bivona silicone tracheostomy tube ref: 67sn035, lot: 4015535, exp: 06/16/2025. Product has been given back to the manufacturer for investigation.